Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited loss of capture. The physician decided to revise the lead. During the procedure, the setscrew of the pacemaker would not engage with the torque wrench and failed to be removed. The pacemaker and the atrial lead were explanted and replaced. The patient was stable.